Event description:
Philips received a complaint by the customer on the v60 indicating during set up of the device, it was observed that the touchscreen has intermittent response. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states during setup it was observed that the touchscreen has an intermittent response in bottom left corner and calibration does not pass, requests troubleshooting. The rse advised customer to replace the touchscreen to correct the issue and provided part ID for touch screen. The investigation is ongoing.

Manufacturer narrative:
The customer called back into customer service and informed that the touchscreen had been replaced, and the device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.